Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm that occurred while connected to the mobile power unit (mpu) was not confirmed as the alarm was not observed in the log files and the mpu was not returned for analysis. The log files downloaded from the returned system controller serial number: (B)(6) contained approximately 1 day of relevant data combined (08apr2021 ¿ 09apr2021 per the timestamp). The submitted log file contained approximately 1 day of data (18apr2021 ¿ 19apr2021 per the timestamp). There were no no external power alarms observed in the log files. The data in the log files did not indicate any issues with the mpu. The pump maintained a speed above the low speed limit without issue throughout the log files. Additional information provided communicated that when the controller was connected to the mpu the controller did not power on, indicating that the mpu was not functioning; however, it was also communicated that the mpu would not be returned for analysis. It was stated that the mpu has a v-lock connector on the ac power cord. It was also stated that the mpu did not become unplugged from the wall outlet and that there were no environmental circumstances that would have affected ac power at the time of the event. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit (mpu), serial number (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. The mpu was shipped to the customer on 25feb2020. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. C) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power, low voltage hazard, and power cable disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. C) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported that the patient had a controller switch on (B)(6) 2021 due to white cable reading no power connection since (B)(6) 2021 with manipulation/power changes of the lead. There was suspected damage to the wires. On sunday (B)(6) 2021 patient called with alarm external power disconnect when connected to mobile power unit (mpu), mpu brought to use today has green power symbol when plug into the wall. Patient had been on battery since this event occurred. Unfortunately, due to the amount of pulsatility index (pi) events captured in the log the no external power event was not captured in this event log. Data captured goes back to (B)(6) 2021 and nothing further than that could be observed. Newer incoming data pushed out the older data. There was the possibility that the mpu may be damaged. The mpu was not unplugged from the wall. Orthdynamics replaced the mpu because when it was connected to controller no power was shown on controller. Mpu wasnt working appropriately. Manufacturer report number # 2916596-2021-02343.